Event description:
Account alleged that fluid had ingressed onto the utv board. Account stated that there were no injuries. Account stated that a patient was in the bed and the bed was being used in a med surg unit. Account has replaced the utv board to resolve the problem. Account didn't have the s/n of the bed.